Event description:
During routine device replacement due to normal eri, the header of the device became disconnected from the main body when it was explanted. All of the components were successfully extracted and the patient was in stable condition.

Manufacturer narrative:
When received in the laboratory, the device¿s header was seen to have been separated from the can. A visual examination was performed and scratch marks were seen on the header and the can. According to field information, the header became separated from the can during the explant procedure. The device was tested on the bench and the sensing was normal when tested with a cardiac simulator. The reported event of a detached header was confirmed; the cause is consistent with damage during explant.